Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital remotely for a follow-up on 16 jun 2021. During examination, it was noted that there was noise on the right ventricular (rv). The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.